Event description:
The customer reported that the system made a popping noise followed by an uncommanded shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was performed and the candlesticks were regreased. The system was then found to be operating as intended.